Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during ventricular tachycardia (vt) monitor zone episodes which resulted in inaccurate episode collection data. The ra lead remains in use. No patient complications have been reported as a result of this event.